Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A4 - patient weight was added to the report.

Event description:
Additional information received indicates the patient¿s leads were explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-03921. It was reported the patient experienced ineffective therapy due to autoreducing. Diagnostics indicated that the leads had multiple contacts with high impedance, x-ray diagnostics did not reveal any issue. It was noted that the issue began shortly after an unrelated pelvis surgery in which screws were placed in the patient. As result, surgical intervention may take place at a later date to address the issue.